Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels for which troubleshooting was declined. The blood glucose reading was 400 mg/dl. The customer's mother stated that she and the customer tested for ketones and were flushing out ketones. Nothing further reported.